Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The consumer reported that the patient fell on (B)(6) 2017. The consumer reported that the patient had a CT scan and fractured humerus bone and arm was in a sling. The consumer reported that he didn¿t think the interstim was affected. The consumer reported that the patient reported that the interstim never really helped with incontinence. The consumer reported that he was unsure if the patient had worked with the doctor on this and would call back if needed.